Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 14mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was moderate at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 4mm on the outflow aspect. Host tissue folded the free margin of leaflet 1 onto itself by approx 2mm and the free margin of leaflet 3 onto itself by approx 3mm. Minimal to moderate calcification was observed in the cusp area of leaflet 1, minimal calcification was observed in the cusp area of leaflet 3. Free margin of leaflet 1 exhibited heavy calcification, free margins of leaflets 2 and 3 exhibited minimal to moderate calcification. Host tissue and calcification restricted mobility in the leaflets and led to stenosis. Hematoma was observed on leaflet 1 on the outflow aspect and leaflet 2 on the inflow aspect. What appeared to be subvalvular apparatus was observed on the sewing ring near leaflet 2. The x-ray demonstrated calcification, commissures 1 and 2 wireform distorted. All three leaflets also appeared slightly dehydrated. Leaflets appeared slightly stiff and slightly translucent-like in appearance. Wireform near leaflet 1 was exposed on the outflow aspect. These damages are most likely due to implant or explant. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The product evaluation confirmed the customer's clinical observation of stenosis provided in the operative report. The physical evaluation determined the stenosis was due to host tissue overgrowth and calcification. It was noted in the operative report that this patient also had tricuspid valve repair due to tricuspid regurgitation. No contributing patient factors towards the host tissue overgrowth and calcification were provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a 27mm model pericardial mitral valve explanted due to severe mitral stenosis and regurgitation after an implant duration of eight (8) years, eight (8) months and twenty-three (23) days. Notification came through return of the device for evaluation. Operative report also indicates this patient had moderate tricuspid regurgitation.